Event description:
A customer reported an issue regarding incorrect time settings on their device, resulting in a past concern. Despite the time discrepancy being greater than five minutes, blood glucose levels were not adversely impacted, as they remained within the normal range. Technical support advised the customer to monitor the situation and follow up if the problem recurs, which the customer understood and acknowledged.